Event description:
The patient reported that they feel something is wrong with their implantable pulse generator (ipg) and the battery of their device is about to die. The patient felt something was not normal with their heart. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.